Manufacturer narrative:
Taper ii. Analysis showed a thinner surface on the band tubing at the stainless steel connector and a smooth opening consistent with the wear and tear. The band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port) also contained a smooth opening consistent with wear and tear. Add'l analysis showed the band tubing was broken with striations consistent with surgical removal of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port, or the connector tubing."

Event description:
Health professional reported that the returned explanted device was removed, due to an alleged port leak.